Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that a blade broke at the mount during a total knee surgical procedure. It was further reported that there was a five minute delay in order to obtain a new blade. It was also reported there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.